Event description:
According to the available information it was additionally reported that loss of fluid in the system was noticed after the device was explanted. According to the available information the device was explanted and replaced due to a failure. It was reported the surgeon could not determine reason for failure.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred after the device packaging was opened. The information received indicated that there was a device failure. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. (B)(4) was identified as associated with this lot number. Based on the testing and examination of the returned product, the failure in the complaint is not related to the issue identified in the nc.

Event description:
According to the available information the device was explanted and replaced due to a failure. It was reported the surgeon could not determine reason for failure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated. An nc was identified as associated with this lot number. As part of the nc, any nonconforming product should have been sorted out. As no specific failure was reported we are unable to verify if the alleged issue relates to the identified nc. If the product is returned, evaluation regarding relationship between nc and confirmed failure will be made.

Event description:
According to the available information it was additionally reported that loss of fluid in the system was noticed after the device was explanted. According to the available information the device was explanted and replaced due to a failure. It was reported the surgeon could not determine reason for failure.